Event description:
It was reported that the stent was partially deployed, and was stretched as a result. The eluvia was selected for use in the peripheral angiogram procedure to treat peripheral artery disease (pad). The target lesion within the proximal superficial femoral artery (sfa) was reportedly 100 percent stenosed. The patient underwent laser atherectomy and percutaneous transluminal angioplasty (pta) with a sterling balloon. The eluvia was being deployed at the proximal sfa, where one half of the stent was realigning a previously placed stent of unknown origin. During eluvia deployment, approximately 10mm of the stent would not unsheathe from the catheter. The physician pulled the pull grip slowly and evenly, but the issue persisted. The physician pulled back on the handle of the stent, and the stent could be seen stretching on the angiogram. The outer blue stabilizing shaft was pulled back and the distal end of the stent was unsheathed. As a result of troubleshooting, the distal end of the stent was stretched into the common femoral by an additional 10-20cm. Post pta of the stent was completed, and there were no dissections or flow disturbances. The patient had significantly improved flow compared to start of procedure, and there were no reported adverse consequences to the patient.

Manufacturer narrative:
Device media analysis: returned product consisted of an eluvia self-expanding stent system with an unknown 0.014-inch guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was separated. The outer sheath was kinked at the nosecone. There were multiple kinks along the proximal inner. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that the stent was partially deployed, and was stretched as a result. The eluvia was selected for use in the peripheral angiogram procedure to treat peripheral artery disease (pad). The target lesion within the proximal superficial femoral artery (sfa) was reportedly 100 percent stenosed. The patient underwent laser atherectomy and percutaneous transluminal angioplasty (pta) with a sterling balloon. The eluvia was being deployed at the proximal sfa, where one half of the stent was realigning a previously placed stent of unknown origin. During eluvia deployment, approximately 10mm of the stent would not unsheathe from the catheter. The physician pulled the pull grip slowly and evenly, but the issue persisted. The physician pulled back on the handle of the stent, and the stent could be seen stretching on the angiogram. The outer blue stabilizing shaft was pulled back and the distal end of the stent was unsheathed. As a result of troubleshooting, the distal end of the stent was stretched into the common femoral by an additional 10-20cm. Post pta of the stent was completed, and there were no dissections or flow disturbances. The patient had significantly improved flow compared to start of procedure, and there were no reported adverse consequences to the patient.